Manufacturer narrative:
Insulin pump not received stuck in manufacturing mode . Device passed displacement test and self test. Device passed self test. No unexpected blank display anomaly noted. However, device received with high sleep current due to corroded battery tube. Unit received with moisture damage on vibrator motor. Device received with cracked retainer, minor scratched display window and scratched case.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown. Customer states battery compartment is corroded. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.